Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the defib-monitor flex cable not properly seated on a connector on the processor/bridge/pace board. The defib-monitor flex cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.